Event description:
User facility reported a uterine perforation was found on hysteroscopy following an attempted novasure procedure. During follow-up with the physician in 2008, he reported two small perforations were seen in the fundus of the uterus. A laparoscopy was done immediately following the hysteroscopy and both sites were cauterized. The patient was discharged home on the same day. The physician reported, the patient was seen in the office two days prior, and is doing fine. It is not known if this perforation occurred during hysteroscopy, sounding (not a hologic device), or attempted ablation and it is not known what instrument may have caused this perforation.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used.